Event description:
It was reported that pump battery depleted too quickly there was no reported impact to the customer¿s blood glucose level. Customer charged pump every other day to prevent shutdown, declined further troubleshooting, and no additional information was received regarding the outcome of the event.